Manufacturer narrative:
A ge service rep performed an onsite investigation. The gpos (general purpose operating system) and rtos (real time operating system) boards were evaluated and replaced. The system software and calibration files were reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would not boot up. This resulted in a total loss of navigation functionality. There is no report of injury or death associated with this event.